Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began during the afternoon of (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿136mg/dl¿ with the subject meter and ¿89 and 83mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with a combination of medications including humalog and lantus insulin and metformin (x4 500mg tablets per day). The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported developing symptoms of ¿dizzy and sweatiness¿ 45 minutes after the alleged product issue occurred. In response to these symptoms the patient self-treated by consuming food and/or drink. The patient also reported obtaining a blood glucose result of ¿47mg/dl¿ on another meter at this time. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the acceptable range for the test strip lot being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter.